Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A detached needle and a dispensed suture were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, no needle breakage was observed. The dispensed suture was examined along of the strand and no defects were observed. However, the end of the suture is severely damaged (flat) appears to be by the use of a surgical instrument. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. During the procedure, suture came off the needle when pulled through tissue. There were no patient consquences.